Event description:
It was reported that this right ventricular (rv) lead exhibited noise on the rv channel due to oversensing. Technical services (ts) was consulted and upon review, the noise appeared to be myopotential. It was noted that the patient is not pacing dependent. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.